Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its internal battery. The device was not in patient use. During the evaluation of the device at a third party service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.